Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4) . Ten (10) samples in original packaging returned for evaluation. A visual inspection and a physical test for flow was conducted as per specification with passing results. It is noted no particulates were observed during visual or physical evaluation per specification. Therefore the defect is not confirmed. Based on the evaluation of the sample returned the defect reported by the customer is not confirmed. Five house retain samples were tested. All samples were visually evaluated per specification with passing results. No damage or foreign matter was observed in any of the samples fluid path. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: customer reports foreign matter during use. No injury reported.